Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The liner z18i2460 shows damage to the threads of the device and material appears to be chipping away from the threads. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 010002700-g7 prov 10 deg liner 36mm f-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03703. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during total hip procedure the trial liner plastic was wearing away where the screw in sits. Case went well nothing left in the patient. Attempts have been made and additional information on the reported event is unavailable at this time.